Manufacturer narrative:
The shaft was bent and the tip had come off the instrument; it may be a result of stress overload, but we cannot confirm.

Event description:
Allegedly, the doctor was performing a laparoscopic hernia procedure when he noted that the tip broke off the instrument. The doctor immediately removed the piece and the procedure was completed with no injury to the patient.